Event description:
This lv lead shows impedances over 300 ohms via home monitoring. Recently a drop in the lv sensing from 24.2 mv to 13.5 mv was noted. Capture only happens in lv ring to rv ring with thresholds of 1.4v@0.5ms. Impedance is fine for the other two leads and no changes were seen on the x-ray. The lead remains implanted and no adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.